Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a customer received a rhk. Approximately 3 years post implantation the hinge was noted as fractured, identified by x-ray. Dr. (B)(6) removed the hinge and replaced it.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional associated products and mdrs: 00588004012 articular surface w/hinge post ext screw size d 12 mm ht lot#: 64142752 MDR: 0001822565-2022-02285.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of returned item found signs of being implanted (gouged / nicked / wear) and the hinge post extension has striations on the shaft/ damage to the threads and the thread feature has fractured off. Visual examination of the returned hinge post found damage to the threads and a section of the threaded feature has fractured off. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The hinge post was submitted for further analysis. Analysis found fatigue striations, suggesting the fatigue failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. X-rays were provided however they were not sent for further evaluation as it would not enhance the investigation. This complaint was confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional associated products & mdrs: (B)(4) tibial component precoat size 3 lot# 64507273, (B)(4) articular surface w/hinge post ext screw size d 12 mm ht lot# 64142752, (B)(4) all poly patella cemented 32 mm diameter lot# 64485705, (B)(4) stem extension straight 12.7 mm dia. X 30 mm length lot# 64095192, (B)(4) stem extension cemented 13 mm dia. X 60 mm length lot# 64263983.

Event description:
No further event information available at the time of this report.